Event description:
It was reported that the balloon did not inflate. The fluoroscopy detected that the medium contrast went out from the catheter near the balloon (few millimeters up the balloon). After a visual checking, a little crack was found where the medium contrast went out from. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Upon inspection of the returned sample, the bifurcate and the luer fittings of the catheter were visually inspected, were intact and all glue fillets were present and properly formed. There were a total of 4 kinks/crimps on the shaft of the catheter. The balloon appeared flattened down to 3 wings. There did not appear to be any surface deformities on the balloon and all bonds appeared intact. Attempted to check the patency of the catheter with an in-house .035 inch guide wire. Inserted the guide wire into the proximal end of the catheter through the guide wire lumen and met resistance at the 3rd kink the most severe kink. Was not able to achieve patency. Removed the guide wire and inserted it into the distal end of the catheter and met resistance at the same kink. Patency was not achieved. Immersed the balloon catheter into a warm water bath. Attempted to inflate the balloon with air. The balloon did not inflate. Removed the balloon catheter from the water bath. Using a microscope, observed a slight crack in the catheter shaft just proximal of the proximal glue bond. The result of the investigation was confirmed for a shaft break just proximal of the glue bond, root cause unknown. Due to the excessive kinks in the shaft, it is unknown if patient or procedural issues contributed to this event. B3: date of event is estimated.